Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell on the pump and the touch screen became shattered. Customer is unable to access pump functions due to the damage. Customer's blood glucose was 163 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.